Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation conclusion: inherent risk of procedure (stent graft migration, endoleak). Device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).

Event description:
Additional information was received as follows: it was reported that the patient had a stent graft added as the original stent graft had an endoleak. It was also noted that an endurant 36x36x49 cuff was implanted likely to address the stent graft migration and endoleak. No further information was received.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented with back pain. Upon evaluation the stent graft was found to have migrated approximately 1.5 ¿ 1.8 cm with a proximal type I endoleak present. The stent graft migration and endoleak were attributed to disease progression; neck dilatation with the neck measuring 33 mm in diameter right below the renal arteries. Currently the aneurysm measures 5.1 x 6.2 cm. There was no intervention performed. No additional clinical sequelae were reported.